Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a 74-year-old female patient noted as high-risk coronary intervention was implanted with an impella cp device for mechanical circulatory support. During impella support and after exiting auto mode and switching to manual mode, a suction problem occurred. Despite filling the patient and correcting the pump position, the aspiration alarm could not be eliminated. Gradually reducing the flow also did not result in interruption of suction, even on p-2 the pump communicated a suction alarm. Increasing and decreasing the p program did not translate into the impella output displayed on the console, which constantly fluctuated around 2 liters. The decision was made to remove the pump. The was no patient harm reported.

Manufacturer narrative:
The investigation for low pump flow issues has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.